Event description:
The customer reported to olympus, the colonovideoscope would not connect. The event occurred before an unspecified procedure. There was no report of patient harm associated with this event. During incoming inspection, it was determined there was an e315 (scope error) code due to damage on the plug unit causing no image to display. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. It was determined due to damage on the plug unit, the image would not display. In addition to the finds reported , the scope cover, switch box, grip, light guide cover glass and connecting tube was scratched. The screw stopper was damaged. Water invasion without a leakage. The charge coupled device unit was damaged causing the brightness to be uneven when halation occurs. The play of the up/down angle knob was out of specification due to the elongation of the angle wire. Plastic distal end cover was chipped. Bending tube was deformed. Bending section cover adhesive was cracked. The universal cord was buckling. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the device while the user was handling it, which led to the plug unit breaking and resulted in the displayed error message. The event can be detected and prevented by following the instructions for use (IFU) which state: "inspection of the endoscopic image": "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.